Event description:
The customer reported that the system locked up when sending to pacs. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.